Event description:
As reported to coloplast though not verified, patient was implanted with supris suprapubic mesh. Later, the patient experienced low back pain, left lower quadrant pain, left flan pain, abdominal pain, obstructive voiding symptoms, leaning forward to void, suprapubic pressure, hesitancy, frequency and microscopic hematuria. No explant procedure was reported. Subsequent treatments and/or therapies were reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.